Event description:
A discordant false positive immulite 2000 troponin assay result was obtained on a patient sample. The customer performed repeat testing and the results were negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant false positive stat troponin assay test result.

Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordant positive immulite 2500 troponin test result. The instrument is performing within specifications.